Event description:
It was reported that particle mater was observed in two 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was identified during preparation during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter last name: (B)(6). Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual devices were not available; however, two photographs of the samples were provided for evaluation. A visual inspection was performed which observed a single white polymeric appearing elongated particle morphologically consistent with fill port material was observed from the back side of the container inside the fluid path filled with a liquid solution of the first sample photograph and from front side of second sample photograph. The reported condition was verified. The cause of the condition could not be determined; however, the possible causes include compounding error, during customer handling, or inherent to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.